Event description:
It was reported to philips that the system had a low disk space error. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a planned (non-emergency) procedure which was completed as planned by deleted old exams. The philips field service engineer (fse) inspected the system onsite and found that the system had a low disk space error. Upon troubleshooting, fse checked the host pc with a pc diagnostics tool and found that the system had a low disk space error. Customer must delete exams prior to use. The issue was resolved by deleting exams. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury from recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome.